Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven months post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further reported the filter was found to be tilted. No patient injury was reported.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. The medical records allege bard denali filter was deployed for a patient. However, a post venography was performed which showed that the filter looked like it had a leg that was not deployed properly. So, a 10mm balloon was used to touch up the filter and the legs of the filter were strung open without difficulty. Finally, the filter appeared to be in good alignment and appeared to be functional. After four days of the post filter deployment, a computed tomography of abdomen was performed for evaluation of hematoma. The study showed that there was an inferior vena cava filter in situ. Also, there was mild prominence of the infrarenal inferior vena cava that extends into both iliac veins concerning for residual underlying thrombus although this was not well evaluated given the lack of intravenous contrast. After six months, through the right internal jugular vein approach, the bard denali filter was attempted for removal. The right internal jugular vein was accessed, and a 5-french sheath was placed. Then a catheter was brought below the level of the ivc filter and a venogram was performed which demonstrated good location of the filter, no clot, but with some possible angulation of the filter. Then the catheter along with the 5-french sheath was removed and then the sheath associated with the retrieval device was placed. The sheath and retrieval device were brought down over the wire just above the inferior vena cava filter and then used the snare device to try and gain access to the tip of the filter but after 20 minutes this was unsuccessful. Then a trilobed snare was brought to try a different attack on the tip of the filter but again, it could not engage the tip of the filter at all. Several other tricks with other catheters, wire combinations were tried and hook around the legs of the filter in order to bring it out of the wall of the vena cava. After an hour's worth of attempts these were ultimately unsuccessful. Therefore, the investigation is confirmed for the alleged filter tilt, activation failure and retrieval difficulties. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4(expiry date: 02/2017), g3, h6(device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Medical records review: the patient with history of deep vein thrombosis had a retrievable vena cava filter deployed in an infrarenal location. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. - filter tilt: - filter malposition. Precautions: -if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately seven months post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further reported the filter was found to be tilted. No patient injury was reported.